Manufacturer narrative:
Reference record (B)(4). Catalog number in device identification is the international list number which is similar to us list number of 062910 . The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient's crp level increased post peg-j insertion. It was reported that the patient remained hospitalized and received unknown intravenous antibiotics for redness at the stoma site. On (B)(6) 2023 it was reported that the patient was prescribed oral augmentin twice daily for the stoma site infection. On (B)(6) 2023 it was reported that the patient's stoma site has redness following antibiotic treatment.